Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for the patient death. It was reported that on (B)(6) 2012 two mitraclips were successfully implanted reducing the mitral regurgitation (mr) grade from 3 to 2. On (B)(6) 2015, the patient expired. No additional information was provided.

Manufacturer narrative:
(B)(4). The mitraclips remain implanted in the patient and there was no reported device malfunction associated with the mitraclip delivery system. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The reported patient effects of death, endocarditis and infection are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that the cause of death was (B)(6) infection and mitral valve infective endocarditis. No additional information.